Event description:
Related manufacturer reference number: 2017865-2022-05051. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead and implantable cardioverter defibrillator were found to have failed to sense. No intervention was taken to address the malfunctions. The patient was asymptomatic and no patient consequences were reported.